Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation state the location of the perforation anterior uterine serosa."), embedded device ("metal clip embedded in anterior uterine serosa.") And genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 709967- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, uterine dilation and curettage, hiatus hernia, nephrolithiasis and intervertebral disc degeneration. The right fallopian tube measures 4 x 0.5 cm with fimbria and has a 0.2 cm lumen. Within the lumen of the fallopian tube is a metallic coiled wire: the left fallopian tube measures 5 x 0.5 cm, has a 0.2 to 0.3 cm lumen and attached fimbria. Within the fallopian tube lumen is a coiled metallic wire. Concurrent conditions included asthma, diabetes, dysfunctional uterine bleeding, pelvic pain, anemia, atypical squamous cells of undetermined significance and type 2 diabetes mellitus. Concomitant products included azelastine, cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), fluticasone propionate (flovent), fluticasone propionate;salmeterol xinafoate (advair), folic acid, guaifenesin (mucinex), hydroxyzine, insulin, ipratropium bromide (atrovent), metformin, mometasone furoate (nasonex), omeprazole magnesium (prilosec), pregabalin (lyrica), salbutamol (albuterol hfa), triamcinolone acetonide (kenalog) and vitamin d nos. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), toothache ("tooth pain"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and eczema ("extreme patches of eczema on body and face"). In 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), back pain ("back pain"), alopecia ("hair loss/hair thinning"), pain in extremity ("leg pain , hand pain"), dry skin ("dry skin"), photophobia ("sensitivity to light") and hyperacusis ("sensitivity to noise"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, eczema, bladder disorder, urinary tract disorder, headache, nausea, toothache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain and dry skin outcome was unknown and the migraine, abdominal pain, alopecia, pain in extremity, photophobia and hyperacusis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, genital haemorrhage, headache, hyperacusis, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, photophobia, toothache, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils: left ¿ 4, right ¿ 4 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: 1. Left nephrolithiasis, without associated urogenital obstruction. 2. Status post cholecystectomy, without biliary dilatation. 3. Hiatal hernia, with possible gastroesophageal reflux. 4. No evidence of intestinal obstruction or inflammation. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2014: mild lower lumbar degenerative changes, without disk protrusion, canal stenosis, or significant foraminal narrowing. There has been no significant change since (B)(6) 2013. Pathology test - on (B)(6) 2015: the right fallopian tube measures 4 x 0.5 cm with fimbria and has a 0.2 cm lumen. Within the lumen of the fallopian tube is a metallic coiled wire: the left fallopian tube measures 5 x 0.5 cm, has a 0.2 to 0.3 cm lumen and attached fimbria. Within the fallopian tube lumen is a coiled metallic wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,heavy irregular vaginal bleeding ,dysmenorrhea, chronic pelvic pain lot number report 709967 is invalid. Most recent follow-up information incorporated above includes: on 2-feb-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation state the location of the perforation anterior uterine serosa."), embedded device ("metal clip embedded in anterior uterine serosa.") And genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 709967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, uterine dilation and curettage, hiatus hernia, nephrolithiasis and intervertebral disc degeneration. The right fallopian tube measures 4 x 0.5 cm with fimbria and has a 0.2 cm lumen. Within the lumen of the fallopian tube is a metallic coiled wire: the left fallopian tube measures 5 x 0.5 cm, has a 0.2 to 0.3 cm lumen and attached fimbria. Within the fallopian tube lumen is a coiled metallic wire. Concurrent conditions included asthma, diabetes, dysfunctional uterine bleeding, pelvic pain, anemia, atypical squamous cells of undetermined significance and type 2 diabetes mellitus. Concomitant products included azelastine, cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), fluticasone propionate (flovent), fluticasone propionate;salmeterol xinafoate (advair), folic acid, guaifenesin (mucinex), hydroxyzine, insulin, ipratropium bromide (atrovent), metformin, mometasone furoate (nasonex), omeprazole magnesium (prilosec), pregabalin (lyrica), salbutamol (albuterol hfa), triamcinolone acetonide (kenalog) and vitamin d nos. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), toothache ("tooth pain"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and eczema ("extreme patches of eczema on body and face"). In 2011, the patient was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), back pain ("back pain"), alopecia ("hair loss/hair thinning"), pain in extremity ("leg pain , hand pain"), dry skin ("dry skin"), photophobia ("sensitivity to light") and hyperacusis ("sensitivity to noise"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. And ablation). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, eczema, bladder disorder, urinary tract disorder, headache, nausea, toothache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain and dry skin outcome was unknown and the migraine, abdominal pain, alopecia, pain in extremity, photophobia and hyperacusis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, genital haemorrhage, headache, hyperacusis, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, photophobia, toothache, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils: left ¿ 4, right ¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2014: 1. Left nephrolithiasis, without associated urogenital obstruction. 2. Status post cholecystectomy, without biliary dilatation. 3. Hiatal hernia, with possible gastroesophageal reflux. 4. No evidence of intestinal obstruction or inflammation. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6)2014: mild lower lumbar degenerative changes, without disk protrusion, canal stenosis, or significant foraminal narrowing. There has been no significant change since (B)(6)2013.. Pathology test - on (B)(6)2015: the right fallopian tube measures 4 x 0.5 cm with fimbria and has a 0.2 cm lumen. Within the lumen of the fallopian tube is a metallic coiled wire: the left fallopian tube measures 5 x 0.5 cm, has a 0.2 to 0.3 cm lumen and attached fimbria. Within the fallopian tube lumen is a coiled metallic wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,heavy irregular vaginal bleeding ,dysmenorrhea, chronic pelvic pain most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Reporters information updated. Lot no. Were added events: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type:extreme patches of eczema on body and face. Bladder or urinary problems or changes. Migraines /headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, perforation (other) please describe and state the location of the perforation anterior uterine serosa. Hair loss dry skin , photophobia, back pain, leg pain ,metal clip embedded in anterior uterine serosa.were added. Medical history , lab data , concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.